Event description:
The customer contacted the baxter's (B)(4) and requested a swap of the homechoice (hc) device for overfill. The nurse (rn) stated the homepatient (hp) called him and reported overfill with the hc during use. The fill volume (fv) was 2300ml. The drain volume (dv) was 4000ml. The drain volume of 4000ml, meets increased intra-peritoneal volume (iipv) criteria. The rn was not by cycler and did not review the alarm or therapy logs. The rn would like a call back after cycler has been evaluated. On (B)(6) 2010, (B)(4) contacted the nurse who was out on vacation. Another nurse was available and stated that she was aware of the event. The nurse stated that the hp did have symptoms of overfill, shortness of breath (sob) and diarrhea. The nurse stated that the sob was attributed to anxiety. The nurse stated that the hp no longer had symptoms of overfill, sob and diarrhea. The nurse further indicated that the hp received the new hc device and is continuing with peritoneal dialysis therapy. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). Device/sample has been received for evaluation and a follow-up report will be submitted upon completion of the evaluation.